Event description:
It was reported the patient did not recharge the ipg as instructed. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.